Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, resistance was encountered, while the physician attempted to obtain a biopsy specimen within the stomach. The jaws would not release from the tissue after closing. The user reported that the forceps seemed to have a poor bite. The specimen was able to be obtained with this device, and no patient bleeding occurred as a result of this event. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. A second device was then used to successfully obtain a biopsy in the esophagus to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, resistance was encountered, while the physician attempted to obtain a biopsy specimen within the stomach. The jaws would not release from the tissue after closing. The user reported that the forceps seemed to have a poor bite. The specimen was able to be obtained with this device, and no patient bleeding occurred as a result of this event. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. A second device was then used to successfully obtain a biopsy in the esophagus to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID, age, and weight are unknown. It was reported that the patient was over the age of (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found the return unit to be within specification. No abnormalities were noted with the device riveting or welding. Functionally, the unit was able to be opened and closed without issue. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.